Event description:
As reported by the user facility: nurse received needlestick injury using an unidentified introcan safety catheter. Clip deployed upon withdrawal of needle. Needle placed in j-loop IV extension package when package was picked up, nurse did not realize clip had dislodged from tip of needle - needle pierced extension set package and nurse's glove and he received a needlestick injury to a finger on right hand. Female pt with a history of drug abuse. Facility protocol for needlestick injury initiated.

Manufacturer narrative:
(B)(4). B braun medical inc is submitting a single report on behalf of b braun (B)(4) (the MFR), and (B)(4) (the importer). This report has been identified as b braun (B)(4) internal report # (B)(4). The actual device in the reported incident was not returned for eval. Without the actual sample or lot number a thorough investigation could not be performed. Based on the facility report, it appears that the safety clip did deploy when the needle was withdrawn from the catheter. However, during clean up, a needle stick likely that the needle clip was somehow manipulated and exposed the needle tip during the clean-up activity, resulting in the needle stick injury. However, no definitive conclusions can be drawn. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. All available info has been forwarded to the actual MFR for further eval. A follow up report will be filed if add'l pertinent info becomes available.